Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device would not cut because the motor drive unit was unable to drive the handpiece. The customer used the same disposable hand piece, and a second motor drive unit to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. The report that the device would not cut was not verified. Using a test hand piece, the unit was able to turn the disposable hand piece clockwise/counter clockwise at all speed levels. The power supply output and rpms were within specification. An internal inspection and full performance verification confirming the unit's proper operation. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.